Event description:
It was reported that a patient with this inflatable penile prosthesis experienced erosion in the left distal cylinder for the past two months. Additionally, the patient has arthritis in their hand and requested the implant to be replaced with a malleable implant. The patient underwent replacement surgery to implant a malleable implant. There were no further patient complications.